Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. No moisture damage found on electronic assembly or motor. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. She explained that the device might have been exposed to sweat. Blood glucose value was 375 mg/dl; which she corrected with a manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.